Event description:
Aem cable wire, proximal to the machine was defective (burnt intra-op during laparoscopic cholecystectomy, witnessed by rn.) Surgeon was informed at once and cable was disconnected from the machine. Bovie pad was changed to a new pad. Skin was clear and no abnormalities. FDA safety report ID # (B)(4).